Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers scrolling up noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a button on the insulin pump got stuck, after the pump fell out of the customer's pocket the previous day. No alarm was received. The customer was advised to revert to a back-up plan. Customer's blood glucose was 7.5 mmol/l.